Event description:
Pump was set up to infuse fentanol at a rate of 2/5 ml/hr. A 20 ml. Syringe was used for the infusion. Total volume was set at 20ml/hr. Night nurse changed the syringe when she came on duty and changed volume infused to 19.5 ml. One half hr later a family member in the pt's room observed the pt was non-responsive and called the nurse. Nurse observed that 19.5 mls had infused in 1/2 hr. Pt was closedly monitored after the incident by nursing staff.